Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an infection and sepsis. The patient¿s implantable cardioverter defibrillator was explanted on (B)(6) 2017 and replaced on (B)(6) 2018. But for the infection, the patient was stable before, during and after both procedures.

Manufacturer narrative:
Analysis was normal. No amomalies were found.